Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since the device was able to power on and the reported problem of ¿the device does not start¿ was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely error e207 occurred due to a faulty spare lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the spare lamp was faulty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a animal test, the visera elite xenon light source cannot be started up. There were no reports of patient harm associated with this event.